Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was found that some of the led segments did not illuminate correctly. The led board was replaced and the device works as intended. A service history record review reveals that this unit was in the field for over one year with no previous reported issued prior to this reported event.

Event description:
It was reported that three horizontal lines appear in the middle of the display, constantly. Customer reported that some of the segments are constantly illuminated and the device was able to engage in patient monitoring, partially. There wa sn o patient involvement.